Manufacturer narrative:
Findings: minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, stained end cap sticker and stained address/serial number label. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer's blood glucose level was 212 mg/dl. Customer had safely disconnected from the pump customer had cracks with sand and indentations and scratches on the screen. Customer stated that the damage occurred because the customer was at the beach and got in. Customer stated that the screen damage may be due to the pump being stored in the pocket and from the clip breaking. Pump shows physical damage. Customer stated there are cracks on the casing with sand. Customer was instructed to remove the pump and to revert to a back up plan per health care provider's instructions. Insulin pump will need to be replaced. No add'l info provided.